Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a female patient underwent a kidney drainage/nephrostomy drainage procedure. The hub of the drain came off. The drain was still in situ in the kidney. There did not appear to be any pulled sutures. The curl of the fixation thread was not cut and the end of the drain was frayed. A new drain was placed.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, documentation, drawing, manufacturing instructions, quality control data, and visual inspection of the returned device was conducted during the investigation. One used and damaged ult catheter shaft was returned for evaluation. The mac loc hub was not returned. The dtn stiffening cannula was inserted into the catheter shaft as returned. The cannula had a 20 degree bend in the shaft. The returned catheter shaft was measured and the length recorded. The catheter shaft was to be referenced in length to the stiffener, but without the mac loc hub and the flare specification was unable to be determined. Without return of the hub, we could not determine if the flare remained securely attached to the hub. A document based investigation evaluation was also performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Due to the jagged appearance of the catheter shaft it is likely that while the customer stated the hub separated from the catheter shaft, in actuality, it was the catheter shaft that separated. However, based on the information received and results of the investigation a definitive root cause could not conclusively be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Event description:
It was reported that two days post nephrostomy drainage procedure the hub of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter came off. The drain was still in situ in the kidney at the time of the reported event. The medical team replaced the drain with a similar manufacturer device. There was no reported adverse event or injury to the patient as a result of this event.